Event description:
It was reported that during preparation for an embolic treatment procedure, vial breakage occurred. While unscrewing the lid of the contour pva microspheres vial it was observed that the glass under the lid was broken. The procedure was completed with another vial of contour pva microspheres. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for an embolic treatment procedure, vial breakage occurred. While unscrewing the lid of the contour pva microspheres vial it was observed that the glass under the lid was broken. The procedure was completed with another vial of contour pva microspheres. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: examination of the returned device revealed that the a portion at the top of the vial, within the cap, had broken off, leaving a sharp edge. The broken piece was not returned with the complaint sample. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).